Event description:
It was reported that one day post implant, an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. The physician elected not to take any action at that time. The lead was explanted and replaced successfully on (B)(6) 2015. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).